Event description:
Hospital staff were treating a patient in a catheterization lab and were attempting synchronized cardioversion. Reportedly, when the defibrillator was discharged, the gain of the monitor spontaneously increased and the sync markers began to appear on different portions of the ECG waveform, including the "t" wave. A back up defibrillator was obtained and was used to continue treatment. The reporter stated that there were no adverse effects reported to the patient as a result of the reported event. Based upon the availability of a back up device.